Manufacturer narrative:
The coaguchek xs meter serial number was (B)(6). The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. E3 - occupation was patient/consumer.

Event description:
There was an allegation of error messages and questionable results from the coaguchek xs meter. At 10:40 am, the result from the meter was 6.9 inr. At 1:30 pm, the result from the meter using a different finger was 4.5 inr. The therapeutic range was 2.5-3.5 inr and the patient tests once per week.